Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported upon firing the device on the vessel, the surgeon noticed scissoring of the clips. Another device was opened and the case continued. There was no consequence to the pt.